Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call of having blood glucose of 189 to 567mg/dl and treated with a pen. Customer indicated that the insertion site is damaged and a low battery alarm was received. Customer was advised on proper insertion, taping and site techniques. Customer was advised that they can also use a different infusion set. Customer indicated that they are meeting with their doctor in a few days and will discuss the ie high blood glucose at that time. Customer declined high blood glucose troubleshooting and indicated they will call back after the meeting with their doctor.